Event description:
Possibility of device failure [device failure] ([hypoglycaemia]). Amount of insulin should have been 56 units but actually 80 units of insulin was used [incorrect dose administered]. Vomiting [vomiting]. Rotavirus [gastroenteritis rotavirus]. Case description: the incident does not represent a serious public health threat. Medical device information: class iib. This spontaneous case from (B) (6) was reported by a medical doctor as "hypoglycaemia", "device failure", "amount of insulin should be 56 units but actually 80 units of insulin was used" and the following non-serious events "vomiting", and "gastroenteritis due to rotavirus" and concerns a (B) (6) girl treated with penfill 30r chu (insulin human) and novopen 3 demi from (B) (6) 2009, due to type 1 diabetes mellitus. Patient's height: (B) (6). Medical history includes type 1 diabetes mellitus since (B) (6) 2009. The patient has no history of hypoglycaemia and there has been no change in her insulin dosage or diet therapy (1300 kcal per day). On (B) (6) 2010 at 12:00 when the parent administered the suspected product, the patient experienced hypoglycaemia. Her blood glucose became 50-60 mg/dl and she took a meal. On (B) (6) 2010 at 0:00, vomiting appeared. The hypoglycaemia continued and the patient received drip infusion at the hospital. On (B) (6) 2010, the patient's blood glucose improved temporarily, but then decreased again at 00:00 blood glucose was 47 mg/dl. She received drip infusion again at the hospital. After this treatment the patient went home. At home, the blood glucose level was about 50 mg/dl. The doctor instructed a stop of insulin administration at night but the hypoglycaemia continued. On (B) (6) 2010, the patient was hospitalized. On (B) (6) 2010, the patient received drip infusion again and recovered in the morning, fasting blood glucose was 80 mg/dl at 07:30. On (B) (6) 2010, during the hospitalisation, gastroenteritis due to rotavirus was detected. It is reported that the patient did not lose consciousness on time of the event. It is reported that the amount of insulin used from (B) (6) 2010 to (B) (6) 2010, should have been 56 units, but it turned out that 80 units of insulin were used. The device in question was switched to a new one. The patient had not experienced any hypoglycaemia with the new pen. The patient's mother or father performs an air shot prior to every injection. They change a needle every time. On (B) (6) 2010, the patient was recovered completely. Reporter comment: doctor's comment: there is a possibility that the cause of hypoglycaemia was the effect of gastroenteritis due to rotavirus and/or "honeymoon period" of type 1 diabetes mellitus. Also there is a possibility of device failure.